Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Hp board) the evaluation confirmed the reported event and attributed to moisture intrusion through misuse.

Event description:
On 02/22/2022 it was reported by a sales representative via sems that an ar-8305 shaver console displayed error message h15, rep states there is water inside the console.